Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Business unit: depuy synthes (B)(4) joint reconstruction. Date j&j became aware: 4th may 2018. Date of event: unknown. Name of reporter: (B)(6). Hospital name: (B)(6). Product name: pinnacle bantum liner, 121928146 pinn mar +4 10d 46odx28 ID. Product code: lot/batch/exp: 498409 / 121928146 / 2019-02. Was the product being used in a clinical trial? No. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Extensive wear of poly liner. Was there any consequence to the patient due to the event? Had to have liner revised ¿ revised to ceramic neutral 46x28. Was the surgery prolonged due to the event? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event: acute pain and squeaking of hip 1 year post surgery. Radiographs showed proximal migration of femoral head within socket. At revision metallosis evident with stripe wear of ceramic head with broken poly liner. No damage to acetabular shell or stem. Simple exchange of acetabular liner to ceramic and ceramic head.